Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for spinal pain. Per the patient, it was reported that "the last time I had a procedure they didn't turn the pump off and they found out the pump was leaking dilaudid, and they didn't know so they gave me other medication for pain management and I went into cardiac arrest. I died and they brought me back and I was in the hospital for several days after."